Event description:
Patient-power module cable became disconnected from pm (accidental,per patient) causing pump stop x 3-5 minutes. Initially unresponsive,intubated overnight, extubated next am. No apparent long-term injury.